Event description:
Clips would not load properly into device. Continued to shoot out of applier as soon as loaded. Unable to place clip on vessel, because it would not stay on applier.what was the original intended procedure?lap chole.device #1is this a laboratory device or laboratory test?no.